Manufacturer narrative:
Data files were returned and analyzed. Data files showed that one injection was performed with the balloon catheter. Also, seven injections were performed with the second/replacement catheter and a system notice was received indicating a mechanical component error (B)(4) during the first injection. In conclusion, the reported system notice indicating a mechanical component error was confirmed through data analysis. Pending results of the analysis on returned product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after ablation in the right inferior pulmonary vein (ripv), the patient's blood pressure declined; however the procedure continued under echo. The right superior pulmonary vein (rspv) was ablated afterwards. A gap was then noticed in the ripv; therefore additional treatment was performed using an irrigation catheter. After, pericardial effusion was noted around the liver and left atrium. The physician gave medication to the patient and the procedure was completed. It was noted that the patient underwent drainage and was placed under monitoring afterwards. The physician commented that the sheath may have injured the heart and posterior wall while attempting to approach the ripv. No further patient complications have been reported as a result of this event.